Manufacturer narrative:
The subject device was returned to omsc. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the subject device was broken. The user tried to retrieve the broken part of the subject device with insertion of another brush into the channel, however the broken part of the subject device did not come out from the channel. Therefore the user concluded that the broken part of the subject device had already come out from the gif-h290z. On the same day, the gif-h290z was used to three procedures and the user completed the procedures without any problem. Three days after, the first procedure of the day was performed with gif-h290z without any problem and the reprocessing was performed. After the subsequent procedure, the user found that the broken part of the channel cleaning brush came out from the gif-h290z. There was no procedure using the endotherapy accessory with insertion into the instrument channel on all patients who underwent the procedure with the gif-h290z. The procedures were upper endoscopies. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the cause of the reported phenomenon was attributed to that the broken part of the subject device had remained in the channel of the endoscope. If additional information becomes available, this report will be supplemented.